Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/06/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or related issues; data related to the event was overwritten due to continued pump use. The total daily dose history correlated appropriately to the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose was 26 mmol/l with extreme thirst. It was reported a healthcare provider gave phone advice for the patient to treat with insulin via pump, insulin via injection, and an insertion set change. The reporter noted the patient remained on pump therapy and the pump¿s settings were not recently changed. It was reported that the pump was exposed to a sudden change of force or temperature. This complaint is being reported because the alleged hyperglycemia was attributed to a loss of prime caused by use error.